Event description:
A malfunction alarm with code malf 12 was reported, and the customer was assisted with resetting the pump. The customer declined to answer whether their blood glucose level had exceeded 500 mg/dl, leaving the impact on blood glucose levels unknown. Technical support provided pump reset information, helped the customer reset the pump, and the issue did not recur afterward. Customer was instructed to continue using the pump and was advised to call back if the malfunction code recurred, which the customer acknowledged and understood.